Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient touched a spark plug. The patient's spouse took the patient's pulse and determined the heart was skipping beats. The implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.